Event description:
Per the clinic, the patient experienced a recurrent wound infection and dehiscence at implant site. The patient was hospitalized for treatment with intravenous antibiotics for several weeks (specific date and duration not reported); however, the issue did not resolved. Subsequently, the device was explanted on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on may 09, 2023.

Manufacturer narrative:
This report is submitted on june 13, 2023.